Event description:
Disposable clip applier during lap chole procedure worked fine until about half way through and then began to misfire. Would not form acceptable clips thereafter. Device to be returned to co for evaluation.